Event description:
The salute fixation device is intended for fixation of prosthetic material. The salute was loaded with a disposable cartridge and test fired per the instructions for use. The system deployed straight wire constructs instead of the "q" formation. Upon inspection of the tip of the device, the scrub tech observed that it was broken. The case was completed with a second instrument, without detrimental effect to the patient.